Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose of 420 mg/dl. Her basal rates were modified on june 13, 2014 and since then, the customer was feeling unwell. The customer contacted her healthcare provider and treated for her high blood glucose. Troubleshooting with the insulin pump was performed and it was found that the cannula on the infusion set was bent to one side. Additionally, air bubbles were found in the insulin vial. The customer was advised to change the infusion set, reservoir and insulin. The high pressure test was performed and passed. The basal rates were reportedly going to be increased by the customer's doctor. Nothing further was reported.